Event description:
It was reported that "one of the teeth" of the large needle driver instrument fell inside of the pt and was retrieved. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was not returned for eval, therefore, the root cause of the customer reported complaint cannot be determined. The "teeth" referenced by the customer is most likely the grasper portion of the instrument. As indicated in the case notes, the broken piece was successfully retrieved.